Manufacturer narrative:
.

Event description:
The following additional information was reported by the company representative: the patient was an in-patient, hospitalized for stroke. A hematoma of 6cm or less formed seconds after everything pulled out. Manual compression of 30 minutes or less was applied to resolve the hematoma. The patient's hospitalization was not mynx related.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
The following information was reported by the company representative: a diagnostic neuro case. The radiologic technologist that was in on the case is not familiar with the mynx vascular closure device steps (as she is not yet certified) so is unaware if all the steps were performed properly. She tells me "everything came out of the patient" upon removal of the device. A groin shot was performed and the stick was found to be at the femoral head. Manual compression was applied for 30 minutes or less. Procedure type: diagnostic peripheral sheath size: 5f stick location: medium.